Manufacturer narrative:
The system was examined and the reported event was not confirmed or replicated. The system was tested and found to have met specification. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported at the aberrometer was not reading correctly. Upon follow up, two surgeons complained the readings did not seem correct on toric placement. Both of the surgeons went with their pre-operative plan. No patient harm/unexpected outcomes were reported.